Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause regarding the damaged conductor wire cannot be determined based on the information provided and failure analysis results. There was no damage to the conductor wire. Fa found damage to the grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken black conductor wire. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the cable was broken in half and there was a loss of cautery. There was no sign of thermal damage at the breakage site. There was no arcing observed and there were not photos or video recording for isi to review.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.